Event description:
No harm to patient, event being reported re: suggestion for device re-design as could cause harm. Approximately 4 months ago, the patient was brought from the floor to the pacu for cardioversion. A cardiac consult had been completed on the previous day. Electrical cardioversion was first attempted with 20 joules, and the patient remained in atrial flutter/fibrillation. A second attempt was tried with 50 joules, which resulted in the patient going into wide qrs complex tachycardia at a rate of ~400 beats per minute. An electrical shock with 100 joules resulted in ventricular fibrillation, chest compressions were done briefly, and she then converted to sinus rhythm with 200 joules of electrical shock. The patient was sedated throughout the entire procedure, and was given vasopressors for hypotension. After the procedure, the patient was awake and responded quite well to questions. She had no complaints and was hemodynamically stable. The team recognized that the patient had been defibrillated vs. Cardioverted during this event. The anesthesiologist and cardiologist explained the course of events to the patient and her family both in the pacu setting and again when the patient was on the floor, offering apology and disclosure. Internal event review: cardiology reported that the defibrillator design requires it needs to be manually set to synchronize each time a shock is given ("sync on"). It was discovered that the team performed a defibrillation and not a cardioversion with the second shock. System issue: manual setting of the machine to synchronized setting ("sync on") the need to manually synchronize the machine is a known design build of all defibrillators on the market per the cardiology and biomedical engineering members who investigated the event. There is no light up button, cue, or other obvious indicator that the machine is set to sync mode. The monitor has a small visual indicator in the upper right of screen that reads "sync" and there are small hash marks on the display that signal the synchronized setting. However, these visual displays are only clear to persons able to view the defibrillator screen. The first press of the button/first use will be set to synchronize by machine design, but any subsequent shocks require the user to manually re-set the button to re-synchronize. This is considered a risk in the overall equipment design as there is no capture opportunity, or redundant check provided by the machine. The dept. Of biomed is unable to find UDI or device identifier due to coverings on defib machine. There is a serial number visible. Staff members report this is the design of all defibs on the market.